Event description:
It was reported that a patient underwent a robotic assisted hysterectomy procedure on (B)(6) 2013. The patient had a large, rock hard fibroid a bit smaller than a grapefruit. During the procedure several hand pieces were used and their performance was not as good as expected. They were not cutting well. The procedure was completed with this motor drive unit and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.

Event description:
It was reported that a patient underwent a robotic assisted hysterectomy procedure on (B)(6) 2013. The patient had a large, rock hard fibroid a bit smaller than a grapefruit. During the procedure several hand pieces were used and their performance was not as good as expected. They were not cutting well. The procedure was completed with this motor drive unit and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.